Manufacturer narrative:
Customer states that this is a correlation study and the instruments involved are not used to generate pt results. The cause of these pco2 results is unknown.

Event description:
Customer reports poor correlation of pco2 results between two rp500 instruments and a 348 instrument. There was no report of injury for this event.